Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the left anterior descending artery. While prepping a 2.25x16mm promus premier stent, too much force was applied to the device and the catheter snapped. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.